Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during advancement of the hi-torque balance middleweight universal guide wire resistance was met with anatomy and became stuck. During removal, the tip coils became stretched "accordion like" and the device was removed in one piece. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire and the reported break/separation was confirmed. The reported difficulty to advance and remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and tip break appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that, during advancement the guide wire encountered resistance with the anatomy and likely causing damage to the tip resulting in the difficulty to remove. Manipulation against resistance ultimately resulted in the reported/noted tip break/separation and stretched coils. The irregular appearance on the polymer likely occurred during advancement through the calcified anatomy. The noted metal like embedded contamination appears to be a metal flake and likely embedded during the reported separation. The fiber like contamination is likely from the gauzes used in the procedure. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.